Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of an open connection one between pin one (1) and six (6), preventing the device from being recognized as a cac adapter. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to the open connection between pin one (1) and six (6) found during testing. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported a patient with a faulty ac adapter ((B)(4)). The green light on the box turns on when the adapter is plugged into the wall. When the adapter clicks into the port on the controller, the controller does not indicate that the ac power is present and continues to run off the single battery. The patient has a backup ac adapter that works appropriately. There was no impact to the patient.